Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2240 alarm during drain 4 of 4 on the homechoice machine(hc). The technical service representative(tsr) assisted the home patient(hp) to cycle power off and on. System error 2367 alarm occurred. The tsr assisted the hp to cycle power again in order to clear the alarm and get to "press go to start". There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed and the assignable root cause could not be determined.